Manufacturer narrative:
The lead was explanted for an unknown reason. A complete lead was returned in one piece. Electrical and visual evaluations were normal with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-21246. It was reported that the right ventricular (rv) and right atrial (ra) leads were explanted and replaced. The patient condition was unknown. No further information was reported on this event.